Event description:
Patient reported "infection confirmed one month after the implant surgery". This record is for the right side. Device was explanted

Manufacturer narrative:
Clarification b3 (date of event): infection was confirmed one month after the implant surgery. A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).